Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received from the field with battery voltage above elective replacement level. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The reported device was explanted and replaced on (B)(6) 2023. The patient's condition unknown.